Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Complaints text 07/02/2018, 12:55:08, (B)(6) related svn (B)(4). Complaints text 07/02/2018, 12:45:09, (B)(6) related svn (B)(4). Complaints text 07/02/2018, 12:38:55, (B)(6) related svn (B)(4). Complaints text 07/02/2018, 12:36:56, (B)(6) initial notes: first callback attempt- inquired what led up to the complaint. Customer response: patient had 3 infusion sets that did not insert properly and had caused highs, wanted to go over them with tech and see what to do. She got up first thing in the morning and she changed the set. No alarms or errors. About an hour and half later she was over 300. Never issued a no delivery. She tried to due a correction and it had gone up higher. Cannula was bent in two places. She put in a new one and same thing happened she had to do three injections. At 486. High bg/under delivery t/s per (B)(4). Patient's bg at time of incident: 486 mg/dl. Patient's current bg: 162 mg/dl. Customer reports they do not feel okay to t/s. Customer has been using insulin pump system within 48 hours of reported high bg event. Customer is not calling back to perform an hp test. Customer is insisting on pump replacement. Expl that we have formulated these troubleshooting steps to ensure their pump is completely operational and working safely by covering common factors including infusion set, site, insulin, lifestyle, pump programming. Adv that there are many other factors that may cause bgs to be outside of the target range. Customer does not wish to continue troubleshooting. Explained the 2 high bg rule. Item - 'advise customer to change entire set, reservoir and insulin and treat per hcp's instructions' reason not completed - cause she already changed and it is stable. . Adv to call back for assistance if hbgs persist. Customer's outcome pertaining to the complaint: customer is not comfortable with the pump. She would like to get it replaced. She had other issues like battery lasting 7-10 days. I informed this is normal. She also sts having issues getting the pump to accept new batteries. I will replace the pump as a courtesy by request. Additional notes: mmt-332a (B)(4) ship: 1 pump, le, white box. / return: 1 pump reason for return: customer request. --- initial notes: first callback attempt - inquired what led up to the complaint. Customer response: patient had 3 infusion sets that did not insert properly and had caused highs, wanted to go over them with tech and see what to do. She got up first thing in the morning and she changed the set. No alarms or errors. About an hour and half later she was over 300. Never issued a no delivery. She tried to due a correction and it had gone up higher. Cannula was bent in two places. She put in a new one and same thing happened she had to do three injections. At 486. Bent cannula troubleshooting per (B)(4). Customer reports the infusion set cannula is: bent. Site location: abdomen inquired if customer stands upright when inserting infusion set. Found: standing inquired if customer has sufficient sub-q tissue where set is inserted. Found: na set insertion method used: serter inquired if customer experienced any issues with serter during use. Found: no issues inquired if customer has issues with scarred tissue, hardened tissue or stretch marks. Found: na when bent cannula occurred: within a few hours length of time infusion set has been in use: few hours inquired if customer had any issues with tape not adhering. Found: na inquired if customer used any soaps, gels or lotions prior to inserting infusion set. Found: na adv an inf with a longer cannula may bend against muscle on lean customers. Adv if the needle is removed when the inf is not flush with the skin you can lose rigidity and support for the cannula. Adv if the set is inserted go to record for full text.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with normal operating currents. No unexpected battery failed alarm noted. The correct information has been included with this report.